Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 22028 occurred at universal surgical manipulator (usm) 1. Technical support engineer (tse) found error error logs and found error 23007 before error 22028. Tse advised customer to restart system after resetting emergency power off (epo) and usm 1 exercises, but same issue occurred. They decided to convert to xi. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error pointing to the proximal set up joint (psuj) and replaced the psuj. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and found to have the error confirmed in the logs. The psuj passed all relevant testing on a test fixture. During visual inspection there was contamination noted on the vertical brake of the psuj. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.